Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The circumstances that led to not feeling stimulation and device not working occurred when the patient tried to turn up stimulation, but didn't feel stimulation at all. No further patient complications have been reported as a result of this event.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient¿s device quit working. The patient did not feel stimulation and did not feel it working anymore, and their symptoms had returned. It was noted this was a sudden return of symptoms. The patient went to turn the power up and saw the call doctor por screen. It was unknown if there were any recent medical test or emi environmental exposures. The patient was directed to contact their healthcare provider (hcp) to resolve the por message. No steps were taken to resolve the por code at the time of the report; the patient still had the por code. No further complications were reported/anticipated.